Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the fault was with the electrode pads and they have been discarded.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the attached electrode pads separated. This is all the information available. Complainant indicated that the patient subsequently expired.